Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was not working while the site was setting up for a parotid surgery with a patient present and under anesthesia. The fuses were replaced but when the system was tested with a patient simulator, both channel 1 and 3 were not functional. The surgery was cancelled and will be rescheduled, as it needs the use of all 4 channels on the system.